Event description:
Per the surgeon, the swivel mechanism was "too floppy". A new stapler was opened to complete the procedure. The failed product had patient contact but no patient harm. Manufacturer response for endo gia ultra universal stapler, (brand not provided) (per site reporter). A return kit will be sent for the product.